Manufacturer narrative:
Concomitant products: product ID 37742, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 37752, serial # (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2007, product type lead; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2007, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2007, product type recharger. (B)(4).

Event description:
Additional information received reported the patient went to get the ¿insr recharged¿ at the health care provider¿s office and worked with a tech within the last 3 months. It was reported the patient wanted an adjustment.

Event description:
It was reported the last time the patient felt stimulation was two to six months ago at the same time as the last successful recharging session. It was stated that the stimulation was not on, and the patient hadn't used it in about two to three months. It was noted that they had used it and it was working; they could "feel the current and all." In the past the patient was not actively using stimulation, but would still recharge the implantable neurostimulator (ins). An overdischarge was suspected. Additionally, it was noted the recharger was not charging. The connection to the hardware was bent. It was also reported there was stimulation in the wrong location and there was a loss of therapeutic effect. The device had diminishing returns over the past few years, but it was very effective for the first few years. The patient would sometimes go without stimulation because if he didn¿t use it for a while, his body would ¿reset¿ and he would have increased efficacy. The patient¿s symptoms had changed over time. Whereas once he had radiating type pain on his right ribs, it now seemed the pain had shifted toward his sternum and rib cage. It had been years since the ins was last reprogrammed. Additional information has been requested but was not available as of the date of this report. Additional information received that same day reported that connector pin was loose on the recharger hardware. It was noted that the anomaly appeared to have occurred through product use. No patient harm was indicated. Additional information received over ten months later reported that there was a communication problem and the patient was suspected to be overdischarged. It was noted that the patient programmer needed new batteries. The patient reportedly had an appointment with a "technician, emmy," last week and was unsure if a physician mode recharge (pmr) had been performed at the appointment. The patient reportedly tried to recharge when he got home, but was unable to connect. Additional information received on the same day reported that there was a coupling problem. It was noted that the patient had not used the ins in over a year because he was not able to recharge the recharger. The patient reportedly saw his doctor and the manufacturer's representative on (B)(6) and they tried to recharge the ins but the patient was not able to recharge. It was noted that the patient was unable to get a connection with the patient programmer as well. The last time stimulation was felt was over 12 months prior to report. It was noted that the doctor was mentioning getting the lead revised or getting the device replaced. It was noted that the patient was deciding to get the ins removed. It was noted that the patient wanted to get the ins working again so the doctor could determine if it could be fixed or just needed to be taken out. Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.

Event description:
The patient's health care provider (hcp) reported that the patient's pain has moved. The hcp was working on that with the patient.